Event description:
Additional information reported the cause of the symptoms was undetermined. The physician believed it was not device related. A catheter dye study showed no issues with the catheter, nor were there any events in the logs. The patient was receiving effective therapy at the time of his office visit had not been back since.

Event description:
It was reported that the patient experienced an overdose on (B)(6) 2013 and went to the emergency room (ER) where they were given intravenous (IV) dilaudid. It was noted that the patient was unresponsive on (B)(6) 2013, and the managing health care provider (hcp) came to the ER and turned the pump down by 30% and did a myelogram. It was noted that the hcp found nothing wrong with the pump, thus after the myelogram, the hcp turned the pump back up again to where it was previously. The patient had symptoms of acute pain. The patient went in for a refill on (B)(6) 2013 and the managing hcp refilled the pump, but then dismissed the patient, and turned off the patient¿s ability to give them a bolus. The pump system was being used to deliver clonidine, bupivacaine, baclofen, and morphine. It was further reported that the hcp told the reporter that the ¿pump is working fine, I think it is something inside of the pump.¿ after the patient got out of the hospital they went to see the pain management hcp and he disabled the patient's personal therapy manager (ptm), as previously reported. It was noted the patient was a paraplegic and had several other problems and it was very difficult to find an hcp who would take him as a patient. It was further reported that the hcp told the reporter that the pump was functioning properly but felt it was the internal mechanism of the pump that was compromised. It was also stated that the patient ¿almost died.¿ it was again stated that the patient had many other health issues, and felt like his legs were on fire every night because the hcp took away the bolus option with the pump. The reporter noted they had to take the patient into the hospital each night. The patient was due to be filled in february. It was later reported that the patient was not doing well on (B)(6) 2013 and was "not right." The reporter thought the pump was malfunctioning and requested having a company representative come out to a procedure that the patient was having on (B)(6) 2013 for an "upper and lower gastrointestinal (gi)." It was further reported that there was no alleged product issue. The reporter noted that on (B)(6) 2013, the patient was lethargic and difficult to arouse. It was again reported that the patient went to the ER. The reporter also noted other similar episodes that happen in the morning or after bolus activation. It was noted that a dye study, x-ray and magnetic resonance imaging (MRI) had been performed. The issue was not resolved and the cause of the issue was not determined as the catheter dye study did not show any problem. It was also noted that the pump interrogation and logs were not showing any pump events. The patient status at the time of the report was ¿alive-no injury.¿ the patient symptoms were noted as altered mental status, overdose symptoms, lethargic, difficult to arouse at home, and pain. The location of the issue or symptom was reported as bradycardic, and pain in the legs. The patient was stabilized and transferred to the floor, was seen by different specialists, and all the tests were negative by report, and the hcp adjusted his pump dose. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8578, lot # n142932, implanted: (B)(6) 2008, product type accessory; product ID 8709, lot # l78688, implanted: (B)(6) 2000, product type catheter.